Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: lot 0g03848 was manufactured on 08/05/2020, product description duoderm xthin drs 15x15cm (1x10pk) nai, in bodolay line, with a total of 13,680 market units. A batch record review on 10/03/2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based in the analysis phase conclusions, the issue of wnd-pmc 9.6 primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging, for products manufactured at bodolay pratt c packaging line, are attributed to the following probable causes per failure mode: for torn or crushed the root causes found were: machine: indexing process variation: the indexing process variation was found as one of the major contributors to the open seal (compromised sterile barrier) due to the following opportunities: wrong placement of blisters: misaligned blisters do not enter properly into the market units while performing the secondary packaging process. Those blisters are torn or crushed by machine. Method: unclear steps to perform online rework. There was found an opportunity related to the standardization of the online rework performed at the line. Currently applicable pi31-142 ver. 3.0 - chevron sleeve empacado automático linea bodolay, was revised and an opportunity was found regarded to the standardization of the rework perform by the operators in the two (2) point of the online rework process, currently the steps are too general or not specific. A CAPA plan will be generated for mitigate the root causes identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was packaging broken issue. The product was not used on patient. Photographs depicting the issue were received from the complainant.